Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control). According to the incoming units report this device belongs to del sol mc in texas. System hours was 1014, pump hours was 502, patient temperature was 32.9c, target temperature was 33.5c, water temperature was 24.6c, flow rate was 1.2lpm, but has been fluctuating between 0.6lpm and 1.3lpm according to charting. Mis explained it was possible the low flow was triggering this alarm as flow rate was directly related to heater capacity. Reservoir level was 5. Drained 500ml and placed device in manual control at 40c just to be sure it was not overfilled. It took several minutes to reach 40c. Placed device back in automatic mode and explained nurse should call back if flow rate was less than 1lpm. Nurse got another alert 113 for further troubleshooting. Patient temperature was 33.2c by end of call. No return calls from customer. Per customer via phone on 04jan2023, it was reported that therapy was completed and there was no impact to the patient. Nurse was advised to empty some of the water out and put heater in manual control to warm the water and the device was place back on baby control. Nurse was not sure if the device went to biomed but did know that a report was put in to biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control). According to the incoming units report this device belongs to del sol mc in texas. System hours was 1014, pump hours was 502, patient temperature was 32.9c, target temperature was 33.5c, water temperature was 24.6c, flow rate was 1.2lpm, but has been fluctuating between 0.6lpm and 1.3lpm according to charting. Mis explained it was possible the low flow was triggering this alarm as flow rate was directly related to heater capacity. Reservoir level was 5. Drained 500ml and placed device in manual control at 40c just to be sure it was not overfilled. It took several minutes to reach 40c. Placed device back in automatic mode and explained nurse should call back if flow rate was less than 1lpm. Nurse got another alert 113 for further troubleshooting. Patient temperature was 33.2c by end of call. No return calls from customer.